Event description:
In a report, the customer stated "the balloon burst; no ill-effect to pt reported." No info was reported to determine if any intervention was required or performed. The tube was discarded.